Event description:
It was reported that during a colorectal surgery, the firing trigger would not activate. There were no adverse consequences for the patient.

Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.